Event description:
Same case as MFR #s: 2134265-2009-03130 and 2134265-2009-03129. It was reported that during a percutaneous coronary intervention treatment procedure, three balloon ruptures occurred. The physician was attempting to pre-dilate an unspecified lesion located in the calcified proximal lad (left anterior descending) artery. Another manufacturer's 2.0x15mm balloon was used first, but was unable to cross the lesion. Next, a 1.5x8mm apex push balloon catheter was used, the balloon ruptured. Next, another 1.5x8mm apex balloon catheter was used, the balloon ruptured. The lesion was then partially dilated using 3 different balloons from other manufacturers. Next, a 2.5x15mm apex balloon catheter was used for further pre-dilatation, the balloon ruptured. The physician then decided to rotablade and pre-dilation was completed with another 2.5x15mm apex balloon catheter and another manufacturer's 3.0x10mm balloon catheter. A taxus liberte stent was implanted in the lesion, and the stent was post dilated with another manufacturer's 4.0x9mm balloon catheter. There were no reported patient complications. The patient's status is listed as "no problem."

Manufacturer narrative:
Pt. 18 years or older. (B)(4).